Event description:
The facility reports the client was sitting on the lifter at its highest position in the bathroom. The carer was clearing up items while talking to the client, when the client slipped out of the lifter. The client sustained two broken upper legs, mid-hand bones, bruises, and contusions.

Manufacturer narrative:
An investigator examined the device and found all functions were according to product specifications. The manufacturer concludes the event occurred due to operator error. The resident had been left unattended (the caregiver was standing with her back to the resident) in the highest position, and the safety belt had not been applied. The manufacturer recommends the lift operator be retrained in all aspects of how to use and work with the product.